Manufacturer narrative:
The illuminator module was received, examined, and tested. The sample evaluation found illuminator module control printed circuit board (pcb) assembly was nonconforming. The root cause of the reported issue can be attributed the nonconforming illuminator module control printed circuit board (pcb) assembly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review). The tabletop illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming tabletop illuminator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top illuminator was not working.